Event description:
It was reported that during a routine follow up the ventricular lead exhibited unacceptable thresholds. The physician decided to turn off the lv pacing and set it to vd pacing. The patient condition was "good".

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.